Event description:
It was reported that, "the left sizing guide did not have the numbers on it. They took the right sizing guide and the cutting block to confirm sizing."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.